Event description:
Patient, with pacemaker and artificial valve, presented to the physician with a hematoma at the chest incision 7 days post inspire implant procedure. Physician brought the patient into the or, evacuated the hematoma, and placed a drain. Physician admitted the patient for observation and anticoagulants were started the next day. Patient was discharged 4 days later. This resolved the issue.